Manufacturer narrative:
Weight: (B)(6) kg. Patient's height: 160 cm.

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The 80% stenosed target lesion was located in a shunt in the moderately tortous and moderately calcified arteriovenous fistula. A 6.0 mm x 100 mm, 75 cm mustang balloon catheter was advanced for dilatation and was inflated twice at 20 atmospheres for 30 seconds. However, during the second inflation, it was noted that the balloon ruptured. Upon removal, severe resistance was felt and it was confirmed that the balloon ruptured vertically. Subsequently, inner shaft of the balloon part was cut up to the part that it could be pulled out from the sheath. A 5fr non-bsc sheath puncture was advanced in the opposite direction. After pulling through the guide wire, another 6 x 100 mustang balloon catheter was inserted. The cut balloon catheter was pushed out of the added sheath with no fragments left inside. Dilatation was performed again using the new balloon and the procedure was completed. No patient complications were reported and the patient's status was good.